Event description:
The customer stated he was hospitalized for diabetic ketoacidosis and the blood glucose reading was 575 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The customer could not perform the high pressure test during the phone call. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.